Event description:
Pt (newborn) was placed on prophylactic azt from 3/7/97 to 3/14/97 as a result of the mother testing positive for hiv 1/2 eia at delivery. Sample from mother was repeat reactive for hiv 1/2 eia but western blot was negative. Confirmatory testing by western blot and immunoblot performed by reference laboratory. Pt weight unavailable. No further pt info available.

Manufacturer narrative:
Code 86, 200, 68: no pt sample was returned. The lot # the customer used to test the sample is unk. The pt sample was tested by the customer on 3/7/97 therefore dms data was reviewed for lots used between 2/97 and 4/97. Dms data indicated that initial and repeat reactive rates were within package insert criteria. This the final report.